Event description:
Reportedly, during the regular follow-up performed on (B)(6) 2015, an unusual v burst with noise sensing was recorded in device memories. The date of this episode corresponds to a follow-up performed on (B)(6) 2014, when the minute ventilation sensor was activated. Also, a paced event was observed during the v noise sensing.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the regular follow-up performed on (B)(6) 2015, an unusual v burst with noise sensing was recorded in device memories. The date of this episode corresponds to a follow-up performed on (B)(6) 2014, when the minute ventilation sensor was activated. Also, a paced event was observed during the v noise sensing.